Manufacturer narrative:
The field service rep. Determined the measuring cell high voltage low was out of specification to be the cause, and replaced measuring cell, black sipper tubing and aligned black tubings. Verified analyzer performance by running performance check tests which were within specification. Customer performed calibration and controls successfully.

Event description:
Customer reported hcg+b results for six pt samples, which were questioned and when repeated gave discrepant results. The following five pt examples were determined to be discrepant. Sample 1, initial result 1350; repeated on (B) (6) 2009 gave 45 mlu per ml. Sample 2, initial result 6.48; repeated on (B) (6) 2009 gave less than 0.100 mlu per ml. Sample 3, initial result 194; repeated on (B) (6) 2009 gave less than 0.100 mlu per ml. Sample 4, initial result 73.89; repeated on (B) (6) 2009 gave 47.82 mlu per ml. Sample 5, initial result 1168; repeated on (B) (6) 2009 gave less than 0.100 mlu per ml. Customer does not know if pts were adversely affected by the original result reported. Customer only knows that they are all from a reproductive clinic and were sent back for a redraw because of the original result. Customer speculates the physician did not act on the original result due to the redraw request.